Event description:
The event is reported as: the customer alleges that it was difficult to deflate the cuff.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment was conducted and no changes were required.